Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'persistent thermistor disparity error' which was not reproduced during evaluation. The reported problem 'persistent thermistor disparity error' was confirmed during the event history log (ehl) review as system error 345 but not reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of calibration upstream thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a persistent thermistor disparity error. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.